Manufacturer narrative:
(B)(4). Meter not returned for evaluation. Returned test strips evaluated; black chemistry observed on the qc investigation on (B)(6) 2015 the most likely root cause is black chemistry due to improper storage. Based on review with FDA on (B)(6) 2017, we verified the agency's interpretation of the act and submit this medwatch report based on the nature of the complaint for this recalled lot. (B)(4).

Event description:
Customer received replacement meter and test strips this morning,from us .while in the process of running a control test customer opened the new vial box and vial cap was already opened inside the box. Advised customer not to use these strips, and I will replace vial.